Event description:
As reported for this event by the customer, the device power cut off in the middle. There is no reported harm to any patient or persons.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that the device power cut off. This is attributed to the main circuit board failure. There was no abnormality noted in the appearance of the device in a visual inspection. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Addendum may 11, 2022: the event occurred prior to procedure. The device was inspected. There was no patient involvement and no health hazard to any patient.

Manufacturer narrative:
There is more information on the device evaluation. Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: b3, b5, g3, g6, h2, h4, h6, and h10. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at the time of shipping. Root cause of the issue of the faulty main board causing the power shut down could not be identified.